Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed one call service associated with a no cartridge detected warning, and a call service associated with a clearing basal alert followed by multiple call service messages for an empty active basal program. Unrelated to the initial complaint, the display was observed to be dim and pinkish. Ez-prime steps were able to be performed correctly; product analysis was unable to duplicate the customer's complaint. The force sensor calibration reading was below specification. Inspection showed a crack to the force sensor flex trace next to the pin. No contamination or damage was found to the force sensor plate; the force sensor resistance was within specification at 8.2k ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.